Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a small clear or opaque imperfection spot 0.15 mm was observed embedded on the outside of the tubing, not in fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the manufacturing process (of the tubing), as the clear or opaque imperfection spot is embedded in the outside of the tubing wall. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet had foreign matter in an unspecified location. This was noticed during setup. There was no patient involvement. No additional information is available.